Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in greece. It was reported that the patient faced an issue with infusions set tubing came apart. The site location was left abdomen and detachment location was tubing. The infusion set was used for one day. No further information available.